Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted. Insulin pump had a cracked lcd window, cracked case at lcd window corner, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the alarm was cleared. Blood glucose value was 39 mg/dl; customer had treated and felt fine. Nothing further reported.